Manufacturer narrative:
Investigation: a review of the available gem premier 4000 cartridge data showed a total of 174 samples were analyzed with this cartridge when the data was copied. The cartridge was still in use at 144 hours. Two levels of cvp were analyzed and passed for all analytes the first time. There were no disabled sensors. However,the slopes were noisy and the b drifts were larger than expected. Recall: a recall has been initiated to notify the field regarding the issue with k+ reporting on the gem premier 4000. This recall action was submitted and will be tracked through (B)(6).

Event description:
Customer reported that the potassium results on their gem premier 4000 were not correlating well with a lab reference device (abbott architect). Example potassium results from samples run on (B)(6) 2011, showed the following differences between the gem premier 4000 and the reference device.